Event description:
The following has been reported by customer: the issuance of a complete technical report regarding the use of the infusion pump is requested, including the operating history, programmed parameters, alarm records, interruptions, effective flow rate, and other operational events recorded by the equipment, for the period to be specified. The report will be used as technical support for an institutional analysis of a serious clinical outcome, in which it is necessary to verify the performance of the equipment during kvo maintenance. More specific information regarding the adverse event has been requested from the notifier. We will keep you informed as soon as we receive feedback. Additional information: "patient in very severe general condition, rass -5 using fentanyl and propofol. Breathing under tot, on mv, pronated at 5 a.m. With a proposal for supine at 9 p.m., hemodynamically unstable, using noradrenaline, vasopressin. Diuresis present via svd. Zero diet. Afebrile on antibiotic therapy. He underwent bronchoscopy with material collection. Around 4 pm sic team is called to the prisoners by the doctor with the intercurrence of pcr due to the team's failure to exchange noradrenaline where kvo was presented, patient and supinated immediately, performed cardiorespiratory arrest maneuvers for 06 minutes with administration of 01 ampoule of adrenaline and 200j electrical cardioversion with return to spontaneous circulation. Norepinephrine was already ready and the exchange was carried out immediately.". The log was received and it is being analyzed by the local technical assistance team if there was a failure in the pump. Customer did not inform a directly the causality between the event (cardiorespiratory arrest) and the product. Although a cardiorespiratory arrest was reported, there has been no confirmed malfunction, nor correlation made to any device actions (local mu team is reviewing logs). Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.